Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 20-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern

Event description:
Consumer reported complaint for low blood glucose test results and error messages (e-0 and e-3). The customer is concerned with test results from results obtained of 65, 52 and 63 mg/dl. Customer also stated the results were lower when compared to his previous device. The customer¿s expected am fasting blood glucose test result range is 70-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that he had gone to the hospital on (B)(6)2025 for a scheduled routine blood panel test that he does every 4 months. Customer stated his blood glucose test result using the true metrix meter before going to the hospital was 77 mg/dl fasting; 30 minutes later at the hospital customer's blood glucose test result had been 90 mg/dl fasting (blood had been drawn from his vein). Customer had then performed a blood test using the true metrix meter and the result had been 57 mg/dl fasting (minutes apart). During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/30/2026 and test strips were opened 1 week ago. The meter memory was reviewed for previous test result history: result 1: 65 mg/dl date: (B)(6) time: 09:50 am fasting. Result 2: 52 mg/dl date: (B)(6) time: 09:15 am fasting. Result 3: 52 mg/dl date: (B)(6) time: 09:08 am fasting. Result 4: 77 mg/dl date: (B)(6) time: 09:19 am fasting. Result 5: 63 mg/dl date: (B)(6) time: 09:35 am fasting.